Event description:
Pt was sedated for colonoscopy. Dr used bovie with biopsy forceps to remove polyps, pt jumped at the latter part of applying the bovie. Grounding pad was intact. Dr used the bovie again after changing biopsy forceps, again the pt jumped at the latter part of applying the bovie. The settings on the cautery unit was cut 0, coagulation 3. Pt checked carefully for burns, none found. The return electrode pad had been checked along with air connections to make sure they were snug. No sign of a burn was noted on the grounding pad. EKG pads when removed, skin was intact with no evidence of burn noted.